Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Electrical resistance and cross continuity test results were within specifications. No anomalies were found.

Event description:
It was reported that during the implant procedure, there was left ventricular (lv) lead phrenic nerve stimulation (pns) and high thresholds in most locations of the posterior lateral vein target branch. The lv lead was then placed mid-vessel with no pns and good thresholds, but pulled back just with cardiac motion. The lead was removed and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).